Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and the super arrow-flex (saf) sheath was inserted into the patient's femoral artery. The iab became stuck in the saf sheath with sidearm. There was a delay/interruption in therapy which lasted several minutes until they could insert another iab. There were no reported patient complications.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.